Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. One device was successfully pre-placed. Reportedly, the second device was deployed without issue; however, the device was stuck in the vessel as the foot did not close. Surgical cutdown was required to remove the device without causing any vessel damage. After removal, the sheath was upsized to a 14f and the tavr procedure was completed. There was a delay in the procedure due to the cutdown to remove the device but was not clinically significant as there were no adverse patient effects due to the delay from the cutdown. Hemostasis was achieved via surgical suturing and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported difficulty to close the foot could not be confirmed due to device condition. However, the foot was re-assembled back on to the guide. The lever was opened, and the foot was deployed and retracted with no resistance noted. The foot completely retracted into the guide. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the return device analysis, a definitive cause for the reported difficulties could not be determined. It was confirmed there was no damage to the vessel indicates the device was likely in the subcutaneous tissue. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Cycling the lever to open/close foot with tissue in foot possibly caused the footplate displacement or stick out of the body of the device which led to subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.